Event description:
An endurant iis stent graft system was implanted during treatment of a 57mm abdominal aortic aneurysm. Anatomy described as anterior saccular aneurysm that narrowed distally to 21mm, the aortic bifurcation measured 18mm. The gate of the deice and the opening of the ipsilateral limb both opened up distal to the aneurysm, but still proximal of the aortic bifurcation, in the portion of the aorta measuring between 21 to 18mm. It was reported during the index procedure, esbf2314c103 was inserted via percutaneous access on the patients left side after the main body was deployed with no issue the physician then recaptured the tip above the suprarenal stents. The physician then closed the graft cover and attempted to remove the delivery system, but the delivery system was stuck within the contralateral limb portion of the bifurcated device . The physician rotated the device counter clockwise while pulling out in an attempt to free and remove the device. The physician reopened and close the graft cover in an attempt to free the device. After multiple attempts to remove the device, the physician ballooned the ipsilateral side from the right groin access. The physician then ballooned the contralateral side proximal to the device via access in the right arm. The delivery system was able to be removed with force percutaneously. Upon removal of the delivery system the graft cover appeared to be scrunched and twisted, and metal was caught between the tapered tip and graft cover. It was noted that he patient required repair of their vessel at the access point. It could not be ascertained whether this was due to the metal that was removed on the delivery system or due to other damage/trauma the vessel experienced during the case. Per the physician the cause of the removal difficulties is undetermined but it was noted that anatomy described may or may not have played a role in the event. The physician did not state where the metal was believed to have originated. Under fluoroscopy and angiogram visualization it was unclear. There did not appear to be any holes in the graft itself, and the suprarenal stents appeared to be intact. The event was reported as resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis two still images received for analysis. Images depict the distal end of an endurant iis delivery system. The stent graft has been deployed and the graft cover appears fully advanced. Kinks, bunching and twisting are evident to the graft cover and wire is protruding from the distal end of the graft cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.